Event description:
This incident was reported by a facility in (B)(6) on 21 july 2021. The customer reported that regarding the spiral connector hose being narrower, it would be impacting the contrast injection pressure, infusing a larger volume than recommended. Reporter states that patient was connected at the time and that harm and clinical consequence occurred, with the patient experiencing overdose and extravasation. Henetix was the reported contrast agent used.